Event description:
It was reported that the catheter irrigation was occluded. During preparation for an ablation procedure to treat atrial tachycardia (at), the intellamap orion high resolution mapping catheter was not able to be irrigated. No fluid could get through, the irrigation was somewhat blocked. The physician exchanged it prior to inserting the catheter inside the patient, the procedure was completed using another intellamap orion high resolution mapping catheter. No patient complications occurred. The device has been received, pending analysis.

Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection showed there was a kink on the proximal end of the main shaft. The device was connected to a metriq pump and saline was irrigated through successfully at the normal flow rates. Another catheter with no irrigation issues was connected to the pump and tested under the same flowrate variations for a comparison. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter irrigation was occluded. During preparation for an ablation procedure to treat atrial tachycardia (at), the intellamap orion high resolution mapping catheter was not able to be irrigated. No fluid could get through, the irrigation was somewhat blocked. The physician exchanged it prior to inserting the catheter inside the patient, the procedure was completed using another intellamap orion high resolution mapping catheter. No patient complications occurred. The device has been received, pending analysis.